Event description:
Customer contacted beckman coulter inc (bci) regarding thirteen (13) erroneously low glucose cup pt results from a unicel dxc 600 synchron system on (B)(6) 2009. The results were reported out of the laboratory. The samples were then rerun on another dxc instrument and were within the normal expected range. The corrected results from the second instrument were then reported out of the laboratory. It is not known if there was any change to the pt's treatment. There is no indication of any adverse event or serious injury related to this event. There is no indication that any medical intervention was conducted to prevent or preclude an adverse event or serious injury. No specific pt data was provided.

Manufacturer narrative:
The field service engineer visited the site and examined the system on (B)(4) 2009. The engineer noted that the glucose oxygen sensor fluid was abnormally cloudy. The engineer removed and replaced the glucose oxygen sensor. The customer subsequently discarded the sensor so a full eval of the electrode is not possible. Upon replacement of the glucose oxygen sensor, the customer then conducted a correlation study to compare the facility's two systems. The customer reported satisfaction with the correlation study. The root cause appears to be a malfunctioning glucose electrode. This is one of 13 individual reports as 13 separate pt results are involved. Reference MDR #s: 2050012-2011-01622, 01623, 01624, 01625, 01626, 01627, 01628, 01629, 01630, 01631, 01633, 01634 for all associated events. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4) 2010 for additional reportable events.